Event description:
It was reported that an infection occurred postoperatively. The patient had been implanted (B)(6) 2015 and on (B)(6) 2015 had to come in to have the pump site irrigated and washed out. The infection was cultured and confirmed to be (B)(6). The patient was on a six week course of vancomycin to treat the infection, was ¿making great progress¿ and was recovering ¿fine without permanent impairment.¿ follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was used to infuse gablofen 2000mcg/ml at a daily dose of 140.1mcg/day. The patient was taking clonazepam, sinemet, miralax, ditropan, prevacid, and pulmicort at the time of the event. The patient's medical history was spasticity with ballismus, chorea, and dystonia.